Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded / loose drive support disk. An error alarm was noted in the alarm history. The motor passed the motor test. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during normal use. Troubleshooting was performed. The insulin pump was not exposed to high magnetic fields. No damage to the drive support cap noted. Nothing further was reported.